Event description:
A patient underwent a therapeutic ercp procedure for stent placement within the ceo. A rx wallstent biliary endoprosthesis was successfully placed within the cbd. After deployment of the stent, the physician noted upon fluoroscopy exam that the inner catheter of the stent had broken off and remained within the opened stent. The physician has indicated that the portion of the catheter would either flow out with the bile or that it will remain within the stent as long as the stent remained in patient for bile drainage. There are no plans at this time for the patient to have a subsequent procedure to remove the foreign body. The patient will be re-evaluated 4 weeks post procedure. Should any further information be provided, a supplementla medwatch report will be submitted under the appropriate sequence number. The patient has not sustained any reported complications or ill effect as a result of this issue.